Event description:
It was reported that during procedure the lead helix did not extend smoothly. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.analysis was performed and no anomalies were found.the analyst also noted: helix was able to be extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.